Manufacturer narrative:
The UDI is not known as the part and lot number are not known. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that there was early stent thrombosis in the xience pro a stent. No treatment has been reported. No additional information was provided.